Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that the atellica im 1600 analyzer outputted falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) results on two patient samples and out-of-range quality control (qc). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the acid line and observed bubbles. The cse cleaned the acid dispense port and primed the acid. Then, the cse ran auto check and qc, which passed. When qc recovered out of range again, the cse identified that the aspirate probe 4 pinch valve was not actuating, and the acid wasn¿t draining properly, which caused an overflow of acid in the cuvettes; the overflow potentially caused a spillover into the next cuvette. The cse replaced the pinch valve tubing rebooted the electronics, tested the pinch valve function, which functioned as expected, performed an auto check, and ran qc, which recovered acceptably. The service activities performed by the cse resolved the issue. .the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed thyroid stimulating hormone 3-ultra (tsh3 ul) results were obtained on two patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s). The samples were repeated on an alternate atellica im instrument. The repeat results recovered higher than the initial results and matched the patients¿ medical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul results.